Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to muscle noise after recent reprogramming. Technical services (ts) was contacted by a patient advocate, and ts directed them to their physician. It appeared based on the discussion that the s-ICD has delivered inappropriate shocks across two different sensing vectors. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to muscle noise after recent reprogramming. Technical services (ts) was contacted by a patient advocate, and ts directed them to their physician. It appeared based on the discussion that the s-ICD has delivered inappropriate shocks across two different sensing vectors. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the patient experienced an inappropriate shock by their s-ICD during a seizure, induced by the patient taking adderall. Smart pass had been programmed on due to wide morphologies with large t-waves leading to oversensing. Ts was contacted, and ts discussed troubleshooting options. No additional adverse patient effects were reported.